Event description:
Baxter canada reports leak in cassette of homechoice set. Leak was identified by service center when fluid was noted in pneumatics of returned homechoice machine. Device was found to be "wet". No patient injury or medical intervention was reported by affiliate.